Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. H3 other text : see section h.10.

Event description:
It was reported that unspecified bd¿ syringe top popped off. This was discovered during use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported that tops pop off when tapping on the syringe. It was also reported that safety shield has come off. Per customer email: said that when tapping the side of the syringe, the top pops off and also the side safety piece has come off at times as well.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe top popped off. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that tops pop off when tapping on the syringe. It was also reported that safety shield has come off. Per customer email: said that when tapping the side of the syringe, the top pops off and also the side safety piece has come off at times as well.